Manufacturer narrative:
(B)(4). Evaluation of the device found no fault with the AED. Customer has been returned the device to service.

Event description:
It has been reported that the AED did not pass self diagnostic check